Event description:
It was reported that had a discharge from the ipg and lead incision sites. Discharge was clear/red in nature. No known event happened during the procedure that would lead to current issues. The patient was prescribed with antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7082443/7082509.